Manufacturer narrative:
The user's sensor could not be detected with transmitter possibly due to deeper insertion depth than usual. The user was advised to consult their hcp for sensor replacement. No further investigation is required.

Event description:
On november 27, 2023, senseonics was made aware of an adverse event where the user's sensor is believed to have been inserted deeper than intended.